Event description:
Allegations of fibromyalgia, with muscle and joint pain, muscle weakness, tingling and numbness of extremities, oral ulcers, rashes arthritis of the neck, spine, tailbone, hips and knees, anxiety and depression, dryness of the mouth and eye, difficulty swallowing, bowel upsets, sensitivity to various agents breast pain.